Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission, is to include the additional event information received on (B)(6) 2023. [Additional information]: on (B)(6) 2023, additional information was received. The information indicated, that aside from being implanted slightly more distal than the desired position, there was no device performance issue with the 4.0mm x 23mm enterprise stent. The reported issue did not result in any clinically significant delay in the procedure. Section e.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report, if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref.: (B)(4). The purpose of this MDR submission, is to include the additional event information received on (B)(6) 2023. [Additional information]: on (B)(6) 2023, additional information was received. The lot number of the complaint device was 6272785. The slight distal location of the implanted stent was a result of the delivery wire being inserted in a way, that was not in accordance with the instructions for use (IFU). The location of the target occlusion of the acute ischemic stroke, was the internal carotid artery. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot#: 6272785. The history record, indicates this product was final inspection tested at (B)(6) medical. And was determined, to be acceptable. The manufacturer will submit a supplemental report, if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The stent has been intentionally deployed and separated/detached, however, not in the desired location. If the stent was inaccurately placed, it may lead to damage to healthy intima, possibly side branch occlusion, and/or the need for additional intervention. Per the information provided, there was no patient injury, however, an additional stent had to be deployed to address the inaccurate placement of the enterprise2 vascular reconstruction stent. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat an acute ischemic stroke (ais), percutaneous transluminal angioplasty (pta) was performed with a balloon because stenosis was found after thrombus retrieval. The target lesion vessel temporarily dilated, but became occluded again and as a result, a 4.0mm x 23mm no distal tip enterprise® 2 vascular reconstruction device (vrd) (enc402300 / lot# unknown) was used. When the enterprise 2 vrd was delivered, the delivery wire was inserted to the end, ¿that way it did not comply with the [instructions for use] IFU.¿ the stent was confirmed under fluoroscopy that it was deployed out of the microcatheter. ¿since it was more distal than the desired position,¿ an additional stent, a 4.0mm x 16mm no distal tip enterprise® 2 vrd (enc401600 / lot# unknown) was implanted and the procedure was successfully completed. There was no negative impact to the patient reported.